Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump is alarming battery error. Troubleshooting was performed, the customer inserted a new battery and the pump alarmed failed battery. The customer inserted another battery and the pump did not turn on. Another battery was inserted and the pump alarmed battery out limit and then failed battery again. Customer's blood glucose was 120 mg/dl. The customer was advised the pump needed to be replaced.